Manufacturer narrative:
(B)(4). Date sent 2/4/2025 d4 batch # 289d77. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received unfired. In addition the reload pan was noted to be partially dislodged from right proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached on what may have caused the reload pan to dislodge. It is also possible that the reload handling could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is also possible. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 289d77, and no non-conformances were identified. The lot # 310d13 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a gastric procedure surgery, could not fire. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.